Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a fulminant anaphylactic shock with bronchospasm and highly circulatory collapse which may be caused by the device. It was not necessarily the laser tube that was the triggering agent, since various drugs were also given.